Manufacturer narrative:
The customer returned an empty vial of test strips. No test strips were available for investigation. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The meter result at 7:57 am was 5.0 inr. The laboratory result at around 10:30 am was 3.45 inr. The meter and laboratory results were reported to the doctor and the laboratory result was deemed correct. The patient's warfarin dose was reportedly decreased based on the laboratory result. It was reported that the patient did not receive any other medical treatment and there was no report of any injury to the patient. The therapeutic range is 2.5 to 3.0 inr and testing is performed weekly to every two weeks.